Event description:
Coolsculpting caused me paradoxical adipose hyperplasia (pah). I was diagnosed by a doctor and the coolsculpting company acknowledges my claim. Unfortunately, if I was aware that I was a higher risk individual - I would not have gone forward with the procedure. I am a latino male; they failed to disclose that I fall under a higher risk as study reported in the national library of medicine (https://www.ncbi.nlm.nih.gov/pmc/articles/pmc5636358/). Their insurance company is (B)(6) claims management and they are attempting to keep affected persons silent with settlements that do not address the full scope of injury. I submitted a claim and they have stated it would take 2 days to get my claim resolved, but it's now a week. The doctor that I have the most confidence to resolve my pah issue in stated I need a liposuction 360 procedure of superficial fat and deep fat, with skin tightening. I am submitting this complaint as further documentation of my claim and to point out the incident rate is much higher than the company is reporting and they are not providing informed consent for higher risk individuals.